Event description:
The customer contact reported the tubing "broke in half;" subsequently, blood loss was noted. The patient was undergoing cardio-pulmonary bypass for surgery. During the procedure, the physician noted blood was dripping on the floor. It was then noted that the arterial tubing of the trifurcated safeset had broken in half. Reportedly, the tubing breakage was noted at the stopcock. The patient experienced approximately 20ml of blood loss. The trifurcated safeset was replaced while the patient's mean arterial pressure was being monitored with an intra aortic balloon pump. The therapy was resumed. There were no reported adverse patient effects. No medical interventions were required.